Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be peeling. Evaluation revealed the up, down, and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. The down key contact was inverted. Unrelated to the complaint, the bolus button was unresponsive. No damage was found to the bolus button cover. Moisture was observed on the bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.